Event description:
A report was received that the patient was recently implanted with an ipg but was unable to charge. The patient underwent an ipg revision procedure. The ipg was repositioned and the patient is now able to charge.